Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
510(k) number: k163468. Device evaluation: the colonic devices involved in this complaint was not returned to cirl for evaluation. With the information provided, a document based investigation will be complete. This file was created from the journal article "lovero-2020. " complaint files (B)(4) (3001845648-2021-00129), (B)(4) (3001845648-2021-00123), (B)(4) (3001845648-2021-00127), and (B)(4) (3001845648-2021-00135) were opened as a result of this paper. This file (B)(4) was opened to investigate perforation. As the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution evo colonic devices are subjected to a visual inspection and functional checks to ensure device integrity. As the evo colonic devices are from an unknown lot number, a review of the relevant manufacturing records cannot be conducted. As per the instructions for use, ifu0052-11, which accompanies this device it informs the user about the potential complications "additional complications include, but are not limited to : intestinal perforation.¿ there is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause could not be determined from the available information. A possible root cause could be attributed the patient¿s pre-existing condition. From the information provided it is known that the patient had locally advanced colorectal cancer. Complaint is confirmed based on the customers testimony. According to the initial reporter, patient successfully underwent follow-up surgery complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Lovero-2020, evo-c, endoscopic stenting for colorectal cancer obstruction as a bridge to surgery strategyin an 8-year period, consecutive patients with acute left-sided colonic obstruction, due to locally advanced colorectal cancer, underwent sems implantation. After the stenting, all patients underwent surgery as an elective procedure. The type of surgery, was left at the surgeon's preference.of the 22 stents implanted, 2 were evolution colonic stents. Complications in the patients receiving sems were:¿ stent occlusion¿ perforations ¿ migration ¿ obstruction due to cancer ingrowthin 2 subjects, a perforation occurred after a successful sems positioning

Manufacturer narrative:
510(k) number: k163468the investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.